Event description:
It was reported by the customer that "the line had been trimmed, the catheter had been attached to the groshong replacement connector, it was shown to have blood return and flushed well and the patient was sent home. That evening, the patient called stating it was leaking. When the patient returned to the office, the catheter had completely removed itself from the replacement connector, leaving the catheter connected to nothing."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regr2497 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "the line had been trimmed, the catheter had been attached to the groshong replacement connector, it was shown to have blood return and flushed well and the patient was sent home. That evening, the patient called stating it was leaking. When the patient returned to the office, the catheter had completely removed itself from the replacement connector, leaving the catheter connected to nothing." Additional information provided: "patient came for dressing change on (B)(6) 2023, groshong was 8cm out of the site. It was trimmed and a new replacement connector was attached to the catheter, per protocol. Line flushed and aspirated properly, dressing change was completed with statlock and tegaderm, per protocol. Patient called that evening, stating that line was leaking. Patient came in the following morning to get line looked at and the catheter had come out of the replacement connector and was in no way attached to anything. This PICC was inserted on (B)(6) 2023, was exchanged on (B)(6) 2023."